Event description:
It was reported that during an unknown procedure, the clip would not close. The site used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.